Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tmvr procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in a non-edwards surgical valve the "plan was to implant a 26 s3ur via trans-septal approach. This team likes to use a "pulley" technique for these cases to assist in achieving co-axiality during deployment of the thv. This consists of a suture being attached to the commander nose cone and passed through the inferior aspect of the flex catheter where it sits alongside the commander where it exits the sheath. Before deployment of the thv after the flex catheter has been retracted, the suture is pulled, deflecting the tip of the commander downward and squaring the thv with the surgical valve, making deployment more predictable in theory. On this occasion the suture interacted with the surgical valve and thv upon deployment and became ensnared/entrapped preventing removal of the commander. Many attempts were made and techniques tried to free the suture resulting in the thv migrating atrial a few millimeters, and the stent frame becoming deformed. The thv was post dilated to eliminate the deformation and secure it in place, but by now there was moderate-severe mitral regurgitation. The decision was made to approach the situation from the left ventricle (lv) apex, snare the commander and hopefully free the entrapped suture. This was successful, allowing the commander to be removed. Another 26 s3ur was then prepped and delivered from the groin and implanted successfully inside the previously placed thv. There was no paravalvular leak and the gradient was 2mmhg. As the surgical team was closing the lv access site the ic team placed a gore asd device on the atrial septum as this process created a significant defect (the septostomy was exaggerated due to the maneuvering of the attempts to retrieve the commander). This too was successful. The patient was taken to the ICU to recover." Per additional information from the fcs in clarifying approaching the situation from the lv apex "the team made an incision in the intercostal space between the 5th and 6th ribs in the left chest to expose the front of the heart and identify the left ventricle visually. After placing mattress sutures, the lv wall was punctured, and a sheath was inserted to gain access to the lv and therefore the entrapped commander. This approach proved successful, and the commander was snared and pulled through the sheath to expose the suture that was attached to the nosecone. Pulling the suture from this direction allowed it to be freed from whatever was entrapping it which allowed the commander to be removed from the original sheath in the groin" there was no difficulty getting the delivery system back into the sheath during withdrawal and no damage to the delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for regurgitation, valve migration and frame damage were unable to be confirmed due to unavailability of relevant imagery and/or medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that a ''pulley'' technique was used when implanting the sapien 3 ultra resilia thv in a pre-existing surgical valve in the mitral position. Therefore, it is an off-label operation. As reported, ''during a tmvr procedure with a 26mm sapien 3 ultra resilia valve in a non-edwards surgical valve the plan was to implant a 26 s3ur via trans-septal approach. This team likes to use a ''pulley'' technique for these cases to assist in achieving co-axiality during deployment of the thv. This consists of a suture being attached to the commander nose cone and passed through the inferior aspect of the flex catheter where it sits alongside the commander where it exits the sheath. On this occasion the suture interacted with the surgical valve and thv upon deployment and became ensnared/entrapped preventing removal of the commander. Many attempts were made and techniques tried to free the suture resulting in the thv migrating atrial a few millimeters, and the stent frame becoming deformed. The thv was post dilated to eliminate the deformation and secure it in place, but by now there was moderate-severe mr. Another 26 s3ur was then prepped and delivered from the groin and implanted successfully inside the previously placed thv.'' Due to the off label ''pulley'' technique used, a suture became ensnared on the thv upon deployment, requiring many attempts and various forms of manipulation to free the suture as reported. Excessive force and/or manipulation during these attempts to free the suture likely led to interaction between the ensnared suture and/or delivery system with the frame, leading to the reported frame deformation. As such, available information suggests that procedural factors (off-label operation) may have contributed to the frame damage. Many attempts and manipulations were performed to free the suture ensnared on the thv due to the off label ''pulley'' technique used. These manipulations likely pushed the thv from it's original landing zone, leading to migration of the thv atrial a few millimeters as reported. As such, available information suggests that procedural factors (off-label operation) may have contributed to the regurgitation. Per the instructions for use (IFU), valve regurgitation (including transvalvular and paravalvular leak) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the thv migrated a few millimeters atrial after being implanted using the off label ''pulley'' technique. It is possible that it was challenging to have adequate seal against the target site (pre-existing surgical valve) due to the final position of the migrated thv, which can possibly lead to paravalvular leak. Additionally, it was reported that post-dilation was performed to eliminate the frame deformation and secure the migrated thv. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, possibly leading central regurgitation. However, the regurgitation type was unknown for this case. As such, available information suggests that procedural factors (off-label operation, post-dilation) may have contributed to the migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.